Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a cardiac power output (cpo) interventional procedure using an 8f sheath. Reportedly, the prostyle was inserted into the artery but the physician felt something didn't feel right. The device was not progressed any further and step one was not performed. Instead, the device was completely removed out of the vessel and it was then noted that the blue suture was exposed and not connected to the internal needles. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The unintended system motion was confirmed. The product quality problem (irregular texture) is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation could not determine the cause of the reported difficulties. Treatment appears to be related to circumstances of the procedure. It is possible the needle tip was stripped out of the posterior needle shank during manipulation of the device during removal due to interaction with the vessel; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.